Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation,therefore definitive cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: c6-7 herniated disc it was reported that intra-op, the anterior portion of the superior end plate fractured while using the rail cutter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.